Event description:
Patient called alleging that the test does not start. Patient has to wiggle the test strips around in the meter in order for the meter to count down and give a blood glucose reading. Patient did not experience any symptoms. Patient is using the correct technique and meter still does not start. Patient did not seek medical attention or call their md. Customer service replaced subject meter for patient.